Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument was used for a surgical task and would not clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have a broken input disk. Input disk #6 was found completely detached from the base of the instrument's housing. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint was confirmed by failure analysis.